Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On the day of implant the right ventricular (rv) lead pace impedance was 4047 ohms. (B)(4).

Event description:
It was reported that the patient's device was not pacing and there may be a connection issue with the right ventricular (rv) lead. Additionally, the rv lead had a lead warning for impedance out of range/infinite impedance. The patient's pocket was reopened and the lead was reconnected. The device and lead remain in use. No patient complications have been reported as a result of this event.